Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported rupture, cyst, pain, and deformity. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, cyst, pain and deformity.

Event description:
Healthcare professional reported rupture, cyst, pain, and deformity. Device remains implanted. This relates to the right side.